Event description:
It has been reported to co that "while introducing the guide wire into the coronary artery through the catheter, the wire broke at the junction where the 30cm spring core is joined to the stiff part of the wire." The device was removed and replaced. There is no report of pt injury. The device is being returned for co's analysis.